Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not close was confirmed. It was found that the locking ring was damaged. The defective drill mounting mechanism was repaired and the device was tested and found to be fully functional. User mishandling is the most probable root cause of the damaged locking ring. This would cause the blade to not lock into the shaver. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via mail that the micro tornado hp w hand control doesn't close. No further information was provided. The device is available to be returned for evaluation.